Manufacturer narrative:
This event was reported as part of user feedback after clinical use. Although multiple (4) models were used for clinical evaluation, only limited information about the product used in the event could be obtained from the user. Therefore, we reviewed the relevant lot histories for all 4 models subject to clinical evaluation and found no abnormalities associated with the reported event from any of the lots. We also confirmed that there were no reports of similar product experiences in any of the lots. Device evaluation could not be performed because the suspect device was discarded at the user's facility. However, based on the information provided and our review of the manufacturing records, as well as reference to known similar events, we presumed that the mechanical force generated by the wire manipulation in the vessel likely accumulated and led to the separation of the guidewire tip. When the tip passes through complex lesion, multiple loads such as tensile force and torque are likely to be applied, and the applied stress would be localized and exceed the limitations of the product design. As a result, it is determined that this event is not attributable to the quality of the product and no compensation will be provided. The instructions for use (IFU) states: [warnings] observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing the corresponding movement of the tip; otherwise, the guide wire may be damaged and / or trauma may occur. In addition, ensure that the distal end of the guide wire and its location in the vessel are visible during wire manipulations. Never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and / or guide wire tip separation or direct damage to a vessel. Resistance may be felt directly and / or observed under fluoroscopy by noting a buckling / prolapse of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take necessary remedial action. Do not push the guide wire more than necessary to advance the tip through a narrowed part of the vessel. (For example, do not push the guide wire when its distal tip is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel. If any resistance is felt due to spasm or if the guide wire is being bent or trapped while operating the guide wire in the blood vessel or while removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not rotate continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction. [Complications and adverse events] separation or breakage of the guide wire.

Event description:
It was reported that the tip of the fmd peripheral guide wire became detached during an antegrade approach for a posterior tibial occlusion. The detached wire tip was retrieved with a snare device. After the tip of the guidewire was successfully removed, the case was completed.